Event description:
The event is reported as: alleged issue: stapler jammed as they were testing it before use at a veterinarian's office. No pt injury reported.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at the time of this report. Per device history report (DHR) investigation did not show issues related to this complaint.